Manufacturer narrative:
The complaint conclusion was updated to include fibrillation: according to medwatch (mw5086370), two stents, a smart stent and a competitor¿s stent, migrated. The cardiologist who put in the stents attempted to lasso and remove the stent from the tricuspid valve however, the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. There was migration of two stents that were placed in the left and right iliac veins to treat mays thurner syndrome. A cardiologist placed a competitor¿s stent in my left iliac vein and a smart stent in the iliac vein on the right side to treat mays thurner syndrome. A bike accident occurred approximately three years after the procedure resulting in a computed tomography (CT) scans of head, chest and pelvis. Scans identified migration of two stents, one to the hilar region of my lung and other to the tricuspid valve. Cardiologist who put in stents attempted to lasso and remove the stent from the tricuspid valve but the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. The patient then received a portable heart monitor which is showing a mini fibrillations, according to cardiologist. The patient was placed on blood thinners and is awaiting further evaluation and second opinion regarding partial stent stuck in tricuspid valve. Subsequent investigation has discovered that the stent seen in the hilar region migrated approximately a year after the procedure. The product was not returned for analysis. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent-ses~pinsc migration,¿ ¿stent-ses fractured-separated - in patient¿ and ¿fibrillation¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the cordis s.m.a.r.t. Nitinol peripheral stent system is indicated for use in patients with atherosclerotic disease of peripheral arteries, including iliac and superficial femoral, for tipss procedures and for palliation of malignant neoplasms in the biliary tree.¿ the smart stent is not indicated for use in the venous system, therefore this is considered off label usage. Veins do not possess the same structural integrity as arteries and thus may not be able to maintain the stent in the manner it is designed for. According to the safety information in the instructions for use ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: stent migration/embolization.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Two stents, a smart stent and a competitor¿s stent, migrated. The cardiologist who put in the stents attempted to lasso and remove the stent from the tricuspid valve however, the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. Migration of two stents that were placed in the left and right iliac veins to treat mays thurner syndrome. A cardiologist placed a competitor¿s stent in my left iliac vein and a smart stent in the iliac vein on the right side to treat mays thurner syndrome. A bike accident occurred approximately three years after the procedure resulting in a computed tomography (CT) scans of head, chest and pelvis. Scans identified migration of two stents, one to the hilar region of my lung and other to the tricuspid valve. Cardiologist who put in stents attempted to lasso and remove the stent from the tricuspid valve but the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. The patient then received a portable heart monitor which is showing a mini fibrillations, according to cardiologist. The patient was placed on blood thinners and is awaiting further evaluation and second opinion regarding partial stent stuck in tricuspid valve. Subsequent investigation has discovered that the stent was seen in the hilar region migrated approximately a year after the procedure. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent-ses migration¿ and ¿stent-ses fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the cordis s.m.a.r.t. Nitinol peripheral stent system is indicated for use in patients with atherosclerotic disease of peripheral arteries, including iliac and superficial femoral, for tipss procedures and for palliation of malignant neoplasms in the biliary tree.¿ the smart stent is not indicated for use in the venous system, therefore this is considered off label usage. Veins do not possess the same structural integrity as arteries and thus may not be able to maintain the stent in the manner it is designed for. According to the safety information in the instructions for use ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: stent migration/embolization.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
According to medwatch (mw5086370), two stents, a smart stent and a competitor¿s stent, migrated. The cardiologist who put in the stents attempted to lasso and remove the stent from the tricuspid valve however, the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. Migration of two stents that were placed in the left and right iliac veins to treat mays thurner syndrome. A cardiologist placed a competitor¿s stent in my left iliac vein and a smart stent in the iliac vein on the right side to treat mays thurner syndrome. A bike accident occurred approximately three years after the procedure resulting in a computed tomography (CT) scans of head, chest and pelvis. Scans identified migration of two stents, one to the hilar region of my lung and other to the tricuspid valve. Cardiologist who put in stents attempted to lasso and remove the stent from the tricuspid valve but the stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. The patient then received a portable heart monitor which is showing a mini fibrillations, according to cardiologist. The patient was placed on blood thinners and is awaiting further evaluation and second opinion regarding partial stent stuck in tricuspid valve. Subsequent investigation has discovered that the stent was seen in the hilar region migrated approximately a year after the procedure.